Event description:
It was reported that a cerebral vascular accident (cva) occurred. Heparin was given to the patient prior to the procedure. A 27mm lotus edge valve was advanced for implantation. Multiple repositions were performed during the procedure, in accordance with the instructions for use (IFU). Peri-procedurally, the patient experienced a mild embolic stroke that originated from the calcium in the leaflets and left ventricular outflow tract (lvot). The had symptoms of left sided weakness and fatigue. The patient was treated with antiplatelet medication. The symptoms were generally resolved by discharge, with mild residual weakness remaining. The patient is doing well at home.